Event description:
It was reported that resistance was encountered during advancement of an endovascular stent graft system to the treatment site in the cephalic vein. Reportedly, the system was advanced bareback over a .035 inch guidewire. The delivery system separated in two during the removal of the system. Both portions of the system were removed simultaneously with the guidewire without further complications. Another wire was advanced to the treatment site and two add'l stent grafts were implanted without further incident. No report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has not been returned to the MFR for eval to date. The investigation is currently underway.